Event description:
It was reported the patient presented for an leadless pacemaker implant. During the procedure, it was observed the leadless pacemaker helix became stretched during maneuvering. The device was exchanged without issue. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection showed that the helix length was out of specification consistent with procedure damage. Performed device history review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.